Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a hernia repair procedure, when the syringe was being used to inflate the spacemaker in the abdominal cavity, there was a sound of air leaking and the balloon would not inflate. A new device was used to correct the condition. The last known patient status is stable. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. Surgical time was not extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The dissector balloon was unable to be inflated due to the observed cut. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.